Manufacturer narrative:
The reported event was not confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). Upon visual inspection, no physical damages were observed. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The platform passed the initial functional test without any fault or error. The archive data review showed there was no incident of the device shut off on its own on the event date. A drive train motor brake gap inspection was performed and verified the gap was within the specification. The platform worked without any fault or error during a run-in test performed using the 95% patient large resuscitation test fixture (lrtf) using known good test batteries until discharged. The autopulse platform passed all the testing and met all the required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during the autopulse platform (sn (B)(4)) used on a male patient who weight about (B)(6) pounds, it stopped twice with an error message after 5 to 6 compressions. Manual CPR was resumed at each time. The patient expired in the end. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, the user placed the autopulse platform sn (B)(4) under the male patient weighing about (B)(6) pounds, after power on the platform performed 5 compressions and it stopped with an error message. By the time the user looked over the display the platform shut off completely. The user turned on the platform again and aligned the patient on the platform, then the platform performed another 5 to 6 compressions and stopped with an alignment error message. The patient was out of alignment for the second time. Manual CPR was resumed each time. Patient was deemed a dnr (do not resuscitate) and was pronounced dead. The user checked the autopulse platform with the manikin and it worked fine. The user never changed the battery during the event.